Event description:
Inappopriate placement of this filter necessitated placement of a second filter. No pt complications were involved. This device remains implanted. Therefore, no failure analysis will be available. Co believes technique has contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "lock the system and check its security while dry (before flushing). Do not adjust the lock until ready for filter release. Monitor catheter advancement under fluoroscopy. Check for the free guidewire movement of filter when loading...do not attempt to move or manipulate stable filter engaged in the vein...place a second filter in proper location for protection against recurrent pe."